Event description:
It was reported to philips that the ECG was not detected. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a bad connection. Based on the conclusion of the investigation, it was determined that there was a bad connection. The measurement panel was cleaned and reconnected to resolve the issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.